Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was performed to complete the procedure. There was no reported patient injury. The device had been used after endovascular therapy (evt). An unknown cordis brite tip sheath introducer was used. Additional information was requested but not provided. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18454466 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot 18454466 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was performed to complete the procedure. There was no reported patient injury. The device had been used after endovascular therapy (evt). An unknown cordis brite tip sheath introducer was used. The device will not be returned for evaluation.